Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 76-year-old patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of five (5) years and three (3) months due to high degree of calcific degeneration leading to high grade regurgitation with posterior-directed eccentric jet and high gradients (pht 132ms, mean gradient 15,1 mmhg, vmax 2,8m/s). There was commissural fusion and the anterior leaflet motion was severely restricted. The patient presented with heart failure symptoms (nyha IV). A 26mm transcatheter heart valve was implanted within the pre-existing surgical edwards valve. The patient was noted as to be in stable condition after the procedure.

Manufacturer narrative:
Added: h6 (type of investigation). Updated: g3 (date received by manufacturer), ( h6 (investigation findings, investigation conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.